Manufacturer narrative:
One patient, three product malfunctions. (B)(6) all represent the same patient. This is the third malfunction report for the related complaints. First malfunction reported under manufacturing report number 3012307300-2023-01493. Second malfunction reported under manufacturing report number 3012307300-2023-01494. Device evaluation: no product was returned and no photographic evidence was provided. Unable to confirm the reported product complaint. A DHR (device history report) review was performed with no discrepancies noted. If the product is returned the complaint file will be re-opened for further investigation.

Event description:
It was reported there were pin holes in the pilot balloon near where it connects to bubble piece and a trach change was performed. The product was discarded after the trach change. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.